Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an unknown product performance anomaly. This lead was revised. No other information available as of this time. No additional adverse patient effects were reported.